Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient was unable to charge. The patient had her spinal cord stimulation turned off for 10 months during her pregnancy. The patient attempted to recharge but was only getting the reposition antenna screen. Repositioning the antenna did not resolve the issue. Initiating an antenna locate session did not resolve the issue. The patient was unable to connect with her patient programmer as well. The patient had been trying to connect with her external devices for about 1.5 weeks. There were no patient symptoms reported. Additional information was received by the manufacturer representative reporting that the patient had last successfully charged approximately 1 year ago and was not feeling stimulation. An overdischarge was alleged. The recharger was showing the 578 error code "application in the implant is corrupt." A short physician mode recharge (pmr) was performed but the manufacturer representative still got the same message. It was reported that the patient was due to have a new implant in 2-3 months but was hoping to have therapy now due to pain. A full pmr cycle was started. After talking with the patient, the patient chose to not finish the pmr cycle after 10 minutes they still saw the message. The patient stated that they would wait the 2 months for their battery to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.